Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, an error code related to the charging of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician confirmed the customer¿s issue and observed error codes e-193 (internal battery) in the device¿s event log. The manufacturer's service technician recommended replacing the device¿s internal battery to address e-193. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was the rubber feet missing and a damage keypad for this device. The manufacturer's service technician replaced the rubber feet were replaced to address this issue. The manufacturer's service technician went to perform repair testing on the device, and it had failed on the oxygen flow test. The manufacturer's service technician found the grey removable foam was not properly installed on the device causing the repair test to fail on the device. The manufacturer's service technician re-installed the device's grey removable foam to address the issue. Afterwards, the device was tested again and passed all testing.